Event description:
It was reported that the patient was feeling "unwell." It was determined that the patient's heart rate was 30bpm even though the device had been programmed to 60bpm. "Pacing failure was found by electrocardiogram". The cause of the event was regarded as threshold increase of "biological origin." The threshold has stabilized and the physician has decided to monitor the patient. Additional information was received which indicated that a device replacement has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.